Event description:
Abscess [wound abscess]. Case narrative: initial information received on 30-jan-2020 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference on 27-feb-2020 and transmitted to sanofi. This case involves a 22 years old female patient (150 cm and 45.6 kg) who had an abscess, while she was treated with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included placenta praevia. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient was non-tobacco user. Concurrent condition: none. Diabetes mellitus: none. History of surgery: none. Allergic predisposition: none. Concomitant medications included ceftriaxone sodium (ceftriaxone sodium) for infection prophylaxis and infection. On (B)(6) 2019, the patient underwent surgery and its details were as follows: underlying disease: placenta praevia. Pre-operative condition of the patient: generally healthy with good nutrition and with no anemia, no experience of radiotherapy. Operative procedure: caesarean section (36th week of pregnancy). Seprafilm use: one sheet of seprafilm (lot no, unknown) was placed under the uterine incision site. The placing condition was good. No infection was noted. The surgeon had experience to use seprafilm. Drainage: none. Existing adhesion: none. Abdominal cavity conditions: neither non-purulent inflammation nor infection existed. Interperitoneal lavage was not practiced. Anastomosis of the resected parts: three was no resection. Neither non-purulent inflammation nor infection existed. Anastomosis procedure was done by hands (suture of outer layer: absorbable, synthetic multi suture [0-vicryl plus]; ligature: absorbable, synthetic multi ligature [0-vicryl plus]). The operative field was clean-contaminated. Suture of abdominal incision: the incision was 14 cm long with 1 layer. The first layer (peritoneum layer) was sutured serially. The skin layer was sutured by hands with absorbable mono suture. Neither non-purulent inflammation nor infection existed. Surgery time: about 1 hour. Blood infusion: none. Other medical device: none. Secondary laparoscopic examination: none. On (B)(6) 2020, the patient was discharged from the hospital having a favorable postoperative course and no abnormality in blood test. On (B)(6) 2020, abdominal pain was aggravated. On (B)(6) 2020, the patient visited the reporting hospital, and was observed to have apparent abdominal pain with pyrexia and tenderness. Ust (ultrasonic non-destructive testing) showed blood accumulation image at the uterine incision site. The patient was to be hospitalized to receive treatment. When being examined, the patient was noted to have abscess at the uterine incision site. Abscess was identified by CT and ust. Bacterial culture test with vaginal secretion was performed, and prevotella bivia was detected. No tissue examination was performed. On (B)(6) 2020, the patient was hospitalized. No laparotomy was performed. On (B)(6) 2020, treatment was changed to sulbacillin. On (B)(6) 2020, crp elevation was noted, and treatment was changed to tazopipe. Abscess image was gradually decreasing. On (B)(6) 2020, the patient was discharged from the hospital and was then followed up on an outpatient basis. As of on (B)(6) 2020, the patient was recovering from abscess. The patient developed an event of a serious abscess (wound abscess). This event was leading to intervention. The patient was hospitalized 1 day after this event occurred. The patient was discharged on (B)(6) 2020 (hospitalization during 24 days). Relevant laboratory test results included: bacterial test: on (B)(6) 2020: [sample: vaginal secretion; target bacteria: anaerobic bacteria; detected bacteria: prevotella bivia]. C-reactive protein: on (B)(6) 2020: 22.78 mg/dl (borderline); on (B)(6) 2020: [elevation]. Computerised tomogram: on (B)(6) 2020: [identification of abscess]. Neutrophil count: on (B)(6) 2020: 19810 [19810]. Platelet count: on (B)(6) 2019: 257 [257]; on (B)(6) 2020: 456 (borderline) [456]. Ultrasound scan: on (B)(6) 2020: [identification of abscess, blood accumulation image at the uterine incision site]. White blood cell count: on (B)(6) 2019: 18.67 (borderline) [18.67]; on (B)(6) 2020: 22.64 (borderline) [22.64]. Final diagnosis was moderate abscess. The patient was treated with ampicillin sodium, sulbactam sodium (sulbacillin) for abscess, piperacillin sodium, tazobactam sodium (tazopipe) for abscess, metronidazole (flagyl [metronidazole]) for abscess and levofloxacin (levofloxacin hydrate) for abscess. The patient outcome is reported as recovering / resolving for abscess. Reporter comment: [abscess]. Causality with seprafilm: probable. Alternative etiology: bleeding from the incision site, communicating in utero. Causality with ceftriaxone sodium: none. Haematoma was considered to be formed at seprafilm applied site on the incision, and led to infection. Additional information was received on 27-feb-2020 from the physician: added patient information, concurrent condition, lab data, concomitant drugs and treatment drugs; changed event information; and updated clinical course and reporter comment. Local comments: downgrade.

Event description:
Wound infection [postoperative wound infection]. Case narrative: initial information received on 30-jan-2020 regarding an unsolicited valid serious case received from (lp) (B)(4)-kaken lsa-pcp under reference on (B)(6) 2020 and transmitted to sanofi. This case involves a (B)(6) years old female patient who experienced wound infection, while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient's past medical history included placenta praevia. On (B)(6) 2019, procedure, caesarean section (used 1 sheet of seprafilm); application site, incision site wound; seprawrap, not used; other medical device used simultaneously, no; lot no. (Seprafilm), unknown. On (B)(6) 2020, wound infection developed. The site of the onset was clearly the application site. Culture bacteria was detected (prevotella: vaginal bacteria). On (B)(6) 2020, wound infection resolved. The patient developed an event of a serious wound infection. This event was assessed as medically significant. The patient was hospitalized for this event. Final diagnosis was moderate wound infection. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved on (B)(6) 2020 for wound infection. Reporter comment: causality between seprafilm and wound infection: probable. Other suspected causal factors of the adverse event: unknown.